Event description:
Complainant alleged that while attempting to treat a patient the device issued a "shock advised" prompt for a heart rhythm. They believe was non-shockable. Complainant indicated that there was no adverse effect to the patient, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.